Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical received the device for evaluation. Service technician was unable to duplicate the reported issue. Service technician connected the complaint device onto a known good ac adapter and powered unit on, unit boot up with no abnormalities or alarm conditions. Unit's external power light emitting diode lit green, battery charger light emitting diode lit flashing amber (means charging batteries). Unit was powered up using an external battery, vent powered on. Vent was hooked to a known good test oxygen saturation module/sensor and activate the vent pulse oximeter; vent pulse oximeter function works as expected. Oxygen saturation monitor and pulse monitor works as expected. Oximeter signal strength and plethysmography amplitude monitor was working. Process ventilator thru service to meet all factory specification and standard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3:02- the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that venous oxygen saturation (svo2) alarm occurred during use on a patient on the revel ventilator. The customer confirmed there was no patient harm associated with the reported event.